Event description:
It was reported that a picture of the patient's driveline was submitted. Technical services stated that in the absence of alarms, any exposed or breached areas should be wrapped with rescue tape. It was communicat6ed that the damage had worsened since damage originally reported in (B)(6) 2024 (reported under MFR # 2916596-2024-00451).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed the reported damage to the patient's driveline; however, a specific cause for the damage could not be conclusively determined. The account provided one image of the patient's driveline wrapped in clear rescue tape along the majority of its length. Beneath the rescue tape, a portion of the outer jacket appeared to be missing exposing the underlying bionate layer. This appears consistent with the damage previously reported in (B)(6) 2024 (B)(6). It was communicated that the damage had worsened since then, and the image confirmed additional areas of damage along the remainder of the driveline. This damage consisted of tears in the outer jacket, as well as bunching in the outer jacket material. Although the extent of the damage could not be conclusively determined due to the presence of rescue tape, it did not appear to have contributed to an electrical issue. Review of the submitted log files captured the pump operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate ii lvas patient handbook, rev. An are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbooks caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbooks, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.